Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was a crack on the luer hub of the y-connection on a 5mm x 18mm palmaz blue on slalom stent delivery system (sds). The malfunction was observed during use inside the patient, specifically during inflation of the stent. An attempt to inflate the balloon was made, the balloon was partially inflated, and the stent was partially deployed. The slalom sds was easily removed from the patient, and a 5mm x 150mm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter was used to fully inflate the stent to the vessel wall. The device was stored and handled per the instructions for use (IFU). There was no damage to the device packaging prior to opening the device. The crack was not noticed prior to connecting a device to the luer hub and there was no difficulty or excess force required to connect a device to the luer hub of the slalom sds. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a crack on the luer hub of the y-connection on a 5mm x 18mm palmaz blue on slalom stent delivery system (sds). The malfunction was observed during use inside the patient, specifically during inflation of the stent. An attempt to inflate the balloon was made, the balloon was partially inflated, and the stent was partially deployed. The slalom sds was easily removed from the patient, and a 5mm x 150mm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter was used to fully inflate the stent to the vessel wall. The device was stored and handled per the instructions for use (IFU). There was no damage to the device packaging prior to opening the device. The crack was not noticed prior to connecting a device to the luer hub and there was no difficulty or excess force required to connect a device to the luer hub of the slalom sds. The device will be returned for evaluation. Addendum: product evaluation revealed that there were no cracks on the luer hub of the slalom sds; however, a leakage was observed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, there was a crack on the luer hub of the y-connection on a 5mm x 18mm palmaz blue on slalom stent delivery system (sds). The malfunction was observed during use inside the patient, specifically during inflation of the stent. An attempt to inflate the balloon was made, the balloon was partially inflated, and the stent was partially deployed. The slalom sds was easily removed from the patient, and a 5mm x 150mm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter was used to fully inflate the stent to the vessel wall. The device was stored and handled per the instructions for use (IFU). There was no damage to the device packaging prior to opening the device. The crack was not noticed prior to connecting a device to the luer hub and there was no difficulty or excess force required to connect a device to the luer hub of the slalom sds. The device was returned for evaluation. A non-sterile ¿blue/slalom 5x18/80 bil pckgd¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection was conducted, and no damage or anomalies were observed. The balloon was returned uninflated, and the stent was not provided for analysis. No other notable findings were identified. Functional testing was performed. An inflator/deflator device was connected to the inflation port, and a balloon inflation test was conducted by applying positive pressure to reach the rated burst pressure. During testing, leakage was observed at the luer hub. The leaking area was examined under a vision system for magnification. No cracks were detected; however, both glue ports were found empty, indicating no adhesive had been applied to the cavities. The reported condition of a ¿luer hub cracked¿ was not visualized during analysis of the returned device. However, a ¿luer hub leakage¿ was identified, attributed to the absence of adhesive within both glue ports of the luer hub. The reported ¿stent underexpanded¿ could not be verified, as no supporting images were provided for review. Based on product evaluation, incomplete balloon expansion during stent deployment is a plausible contributing factor, though the exact cause cannot be conclusively determined. Multiple potential factors remain under consideration, and further investigation is necessary to establish a definitive root cause for the reported event. According to the instructions for use, which are not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. E. Attach a stopcock to the catheter¿s inflation port. F. Attach a syringe, open the stopcock and induce negative pressure. G. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. H. Close the stopcock to the inflation port. Remove the syringe. I. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps f-h. J. Connect an angioplasty inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium.¿ the information available and product analysis suggests that the event experienced by the customer may be related to the manufacturing process. Therefore, an investigation has been initiated.